Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced ovulation pain ("following I stilll have the worst pain and crazy swelling") and swelling ("swelling"). The patient was treated with surgery (hysterectomy). At the time of the report, the medical device removal, ovulation pain and swelling outcome was unknown. The reporter considered medical device removal, ovulation pain and swelling to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2019: quality safety evaluation of product technical complaint. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced ovulation pain ("following I stilll have the worst pain and crazy swelling"), swelling ("swelling/could be inflammation") and pelvic pain ("I'm sorry you are in pain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, ovulation pain, swelling and pelvic pain outcome was unknown. The reporter considered medical device removal, ovulation pain, pelvic pain and swelling to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jan-2020: social media: new event pelvic pain and reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced ovulation pain ("following I stilll have the worst pain and crazy swelling") and swelling ("swelling/could be inflammation"). The patient was treated with surgery (hysterectomy). At the time of the report, the medical device removal, ovulation pain and swelling outcome was unknown. The reporter considered medical device removal, ovulation pain and swelling to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case is retention case. The case (B)(4) (deletion case) is found to duplicate of this case (B)(4). All information including, reference numbers, reporters and source documents were transferred from deletion case to retention case. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced ovulation pain ("following I still have the worst pain and crazy swelling") and swelling ("swelling"). The patient was treated with surgery (hysterectomy). At the time of the report, the medical device removal, ovulation pain and swelling outcome was unknown. The reporter considered medical device removal, ovulation pain and swelling to be related to essure.